Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not coming off. Insulin pump got a failed battery alarm after inserting new battery. Customer reported that battery compartment was damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer reported that she keeps getting a battery failed alarm and that the unit is not coming on (blank display) after the most recent battery change. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery side one of which starts at the left belt clip rail, missing display window cover. Device passed displacement, sleep current measurement, active current measurement, and self tests. No blank displays or unexpected "insert battery", ¿battery failed¿ alerts were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing or in the power management graph. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 58=failed batt test--10+ alerts on just (B)(6) 2021. The adapt tool lists the following pump errors that could potentially trigger a critical pump error: pump error 53 (filenumber = 2005, linenumber = 5632)--10+ alerts on 11/16/2021. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. Did not note any signs of previous moisture presence or corrosion on any of the other boards, assemblies, and the motor inside the device. In summary, the customer¿s report of a battery failed alarm and a blank display both were not confirmed during testing. Pump error 53 (filenumber = 2005, linenumber = 5632) is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.